Event description:
It was reported that a malfunction alarm occurred on the pump, indicating a malfunction was present. There was no adverse impact to the customer¿s blood glucose level as values remained below 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted the customer with resetting the pump, successfully resolving the issue as the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared, and they acknowledged this advice.